Event description:
It was stated that the customer was hospitalized for bi-lateral leg pain and gastroparesis, with blood glucose levels above 400 mg/dl. The customer woke up with severe abdominal pain and vomiting. The caller was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.